Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion with significant tubular stenosis was located in the tortuous proximal to mid right coronary artery without calcification. A non-bsc 6f guide catheter and a non-bsc guide wire were placed, before a 4.0x20mm taxus element stent was advanced but failed to cross the lesion. The stent was removed and an additional non-bsc guide wire was placed. The stent was advanced for a second time but was still unable to cross the lesion. The stent was removed and observed as having a break in a strut. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion with significant tubular stenosis was located in the tortuous proximal to mid right coronary artery without calcification. A non-bsc 6f guide catheter and a non-bsc guide wire were placed, before a 4.0x20mm taxus element stent was advanced but failed to cross the lesion. The stent was removed and an additional non-bsc guide wire was placed. The stent was advanced for a second time but was still unable to cross the lesion. The stent was removed and observed as having a break in a strut. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the device found stent damage. Struts at the proximal end of the stent were misaligned and raised. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).